Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147. No lot number was provided; therefore device history record review could not be completed. A product sample was received for evaluation. Visual inspection revealed the sample was in used conditions, without original packaging and with its certificate of safe handling. During functional testing, the sample was filled with 5cc of air and when the sample was inflated with air, the cuff only inflated one side. According to the IFU (instructions for use) the pilot balloon was manipulated, and the cuff inflated. After the whole cuff inflated, it was deflated and inflated 4 times and all the times the cuff inflated completely and symmetrically, based on analysis the complaint is not confirmed. Root cause could not be determined since the sample successfully passed functional test. No corrective actions were taken since the complaint was not confirmed.

Event description:
It was reported that the cuff will not inflate. Pilot line does but cuff does not. During pre-test. No patient injury was reported.